Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had a high blood glucose level. The customer's blood glucose level at the time of the incident was unknown and 530 mg/dl was the current blood glucose level of the customer. The customer's high blood glucose was treated with the manual injections. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.